Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, e3, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-dec-2021 to 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had performance issues. Field service engineer had reimaged the station as there were no available reimage ssd, replaced aio, cloned or2 ssd and reconfigured or4. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted/shut off in the middle of cases. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was confirmed that the station randomly crashes when loading system services. The issue was resolved by replacing the station all in one unit and performing a database clone and transplant. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted/shut off in the middle of cases. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.